Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: background: 2 drill bits were broken in surgery; the first was divided into 3 fragments and the tip remained in the patient, another fragment remained in the adapter. The second drill bit fragmented into 2, the tip remained inside the patient. Investigation flow: damage. Visual inspection: the drill bit ø1 l46/34 2flute (part # 513.005) was received at us cq. The drill bit was received broken, and could not be disassembled from mini quick coupling (part 532.011 lot ma1215). The received condition was consistent with the complaint condition and thus the complaint was confirmed. The condition of embedded device could not be confirmed as clinical information was not provided. Device failure/ defect the device was broken. Dimensional inspection: a dimensional inspection could not be performed due to post manufacturing damage. No product design issues or discrepancies were observed during this investigation. Document/ specification review: the following drawing(s) was reviewed: se-692243 rev a a review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. The device lot number is not known, the manufacturing record evaluation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, two (2) drill bits were broken in surgery. The first drill bit was divided into three (3) fragments and the tip remained in the patient while another fragment remained in the adapter. The second drill bit was divided into two (2) fragments and the tip remained inside the patient. There was a surgical delay of approximately one (1) hour. The procedure was successfully completed. This report is for one (1) drill bit ø1 l46/34 2flute. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: a product investigation was conducted. Visual inspection: the drill bit ø1 l46/34 2flute (part # 513.005) was received at us cq. The drill bit was received broken, and could not be disassembled from mini quick coupling (part 532.011 lot ma1215). The received condition was consistent with the complaint condition and thus the complaint was confirmed. The condition of embedded device could not be confirmed as clinical information was not provided. Dimensional inspection: a dimensional inspection could not be performed due to post manufacturing damage. No product design issues or discrepancies were observed during this investigation document/ specification review: the relevant drawing(s) was reviewed: a review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is august 3, 2020.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 513.005, lot: f-26499, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: jan. 30, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.